Event description:
The pt reported blood glucose results of "283 mg/dl, 278 mg/dl, 151 mg/dl, 141 mg/dl, 128 mg/dl and 119 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.